Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial diagnosis: scoliosis. It was reported via a patient call that the patient underwent surgery in 2013-14 in which a rod was implanted. Post-operatively, patient suffered from lumbar pain, pain in waist and difficulty to sleep. After examination it was observed that implanted alloy rod was found broken.